Event description:
(B)(4). According to the information received an end user claimed to have gotten a urinary tract infection, but she was not sure if it was from the catheter. She claims to have used it at night without inspecting it. She called her clinician who prescribed antibiotics over the phone. The user also noticed another catheter which had black debris inside the catheter packaging. She did not use this catheter.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.